Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, pe-lined solution set leaked from an unspecified location. The fluid and air were freely flowing/exchanging in tubing even with the roller clamp locked and a non baxter female adaptor attached at the end. This occurred after priming with fam trastuzumab deruxtecan. There was no patient involvement. No additional information is available.